Event description:
It was reported that during a photo-vaporization procedure, the fiber forward fired after 58 minutes and 553,354 joules of fiber use. The procedure was completed with transurethral resection of prostate (turp) method. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. A visual examination by microscope of the fiber observed in the fiber tip a distal circumferential fracture at the glass cap. Then, a forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. There is no indication of a potential process or design related issue for the lot number reported and finally, the reported complaint was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a greenlight vaporization procedure, the fiber presented forward firing using 553354 j and 58 minutes in lasering. The procedure was completed using a transurethral resection of prostate (turp). There were no patient complications.